Event description:
It was reported that there was an error resulting in high co2 delivery during a case. There was no report of patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).